Event description:
It was reported that an overinfusion of heparin occurred. The pump was set to deliver 420cc at 10ml/hr. The pt was ambulatory and it was noted after 30 minutes that only 100ml remained in the bag. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 12/23/1997. The pump was returned and evaluated. The pump had evidence of being dropped with damage to the case. Also noted was dried solution spillage in and around the keypad, bezel, mechanism and latch producing a "gummed" condition. The user facility will be advised to refer to service bulletin #392a which addresses the proper cleaning and maintenance of the pumping mechanism. Rate accuracy was performed and found to meet manufacturer's specifications. Co was unable to verify the reported overinfusion. The gap between the follower housing and the pressure plate was found to have narrowed. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. Other causes of overinfusion may be the user mis-programming the pump or not using the roller clamp when the set is outside of the pump mechanism. He 599 infusion system does not have free flow protection. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the organge latch." The manufacturer has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated 4/11/1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.